Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer reported receiving a sensor scan result of "hi" (reading > 500 mg/dl) consistently and self treating with insulin. Post-treatment of insulin, the 'hi' message persisted and customer self-treated with an additional 11 units of insulin. Customer subsequently experienced symptoms described as sweating and dizziness and experienced a seizure and loss of consciousness. Customer was taken to a hospital where his/her blood glucose was determined to be 30 mg/dl and he/she was diagnosed with hypoglycemia and administered intravenous glucose. There was no report of death or permanent injury associated with this event.